Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump was booted to verify that the display screen was dim with a pink contrast. Visual inspection revealed a crack in the battery compartment from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump display screen was dim. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.